Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, flat creases and a weight test of the explanted material was verified and the device was underweight. Microscopic analysis of the return device identified wear abrasion, broken shell with a sharp edge on the posterior side assessed as unidentified(tear) opening. A dimension measurement of the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is the broken shell with a sharp edge was assessed as an unidentified(tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.